Manufacturer narrative:
This is no longer considered a reportable event as the patient was never diagnosed with stroke. The symptoms resolved within 1 day. She had been diagnosed with pfo with symptoms of migraine. An (B)(6) year old female underwent successful tavr. Increased incidence of pacs were noted while hospitalized, therefore beta blocker therapy was initiated. At home, she mistakenly continued her cardizem (in addition to the beta blocker) and experienced some hypotension. This was resolved by adjusting medication dosages. At home she also experienced a brief episode of inability to speak (lasting approximately one minute). No loss of consciousness or any other stroke symptoms occurred. She also complained of a ¿migraine-like¿ headache with ¿flashing lights¿ and feeling ¿shaky and not right¿. Outpatient neurological workup was done (eeg, MRI/mra of head/neck, cta of chest); eeg was normal but could not rule out underlying seizure disorder. Mra of brain was normal. MRI of neck revealed a 50% narrowing of right internal carotid artery. MRI of brain revealed ¿moderate atrophic changes & moderate chronic microvascular ischemic changes.¿ cta of chest found a ¿small pfo¿ which is a known risk factor for causing a stroke or stroke symptoms and/or migraine/aura. Follow up echocardiogram revealed a stable prosthetic aortic valve, in good position with mild pvl. Ef was stable @ 62% and mild pulmonary hypertension, 40 mmhg was noted. There was no thrombus or vegetation present. There is no indication of valve involvement relating to or causing the neurological episode experienced. In this case, it is possible that the previously undiagnosed pfo is the cause of the transient neurological symptoms experienced. A corrected supplemental report is being submitted.

Event description:
As initially reported through the tvt patient registry, approximately 20 days post transfemoral tavr procedure, the patient suffered a stroke/tia. Additional information from the medical records received: increased incidence of pacs were noted while hospitalized, therefore beta blocker therapy was initiated. At home, she mistakenly continued her cardizem (in addition to the beta blocker) and experienced some hypotension. This was resolved by adjusting medication dosages. At home she also experienced a brief episode of inability to speak (lasting approximately one minute). No loss of consciousness or any other stroke symptoms occurred. She also complained of a migraine-like headache with flashing lights. Outpatient neurological workup was done (eeg, MRI/mra of head/neck, cta of chest); eeg was normal but could not rule out underlying seizure disorder. Mra of brain was normal. MRI of neck revealed a 50% narrowing of right internal carotid artery. MRI of brain revealed moderate atrophic changes and moderate chronic microvascular ischemic changes. Cta of chest found a small pfo which is a risk factor for causing a stroke or stroke symptoms and/or migraine/aura. Follow up echocardiogram revealed a stable prosthetic aortic valve, in good position with mild pvl. Ef was stable at 62% and mild pulmonary hypertension, 40 mmhg. There was no thrombus or vegetation present.

Manufacturer narrative:
Valve UDI: (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the stroke cannot be confirmed. It is possible that in addition to the procedure itself, patient factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the tvt patient registry, approximately 20 days post transfemoral tavr procedure, the patient suffered a stroke. No additional information is currently available for this event.